Manufacturer narrative:
This report is submitted on august 28, 2018, by cochlear limited on behalf of (B)(4).exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device; resulting in the decision to explant the device. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on october 3, 2018.

Manufacturer narrative:
This report is filed on may 31, 2018. (B)(4).